Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite,replaced the driver module, calibrated the power supply,driver controller board and ddi (dynamic displacement indicator)per service manual. The unit passed circuit test,verification and performs within OEM (original equipment manufacturer) specifications.

Event description:
It was reported to vyaire medical that the device powers off when start/stop is pressed on the 3100 a ventilator.the unit also gives oscillator stopped light occasionally and that the map increases greatly when the power is adjusted a little bit. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visual inspection of module assembly was conducted and found no visible signs of damage or defects. Power module was installed into a known good top-level 3100 system and powered on. Unit was set to performance check settings according to 3100 service manual. Started oscillator and immediately noticed driver operating at a higher amplitude than what was set. Stopped oscillator and proceeded to verify controller pcb calibrations according to diver controller set-up procedure. Proceeded to verify pulse width modulation amplifier calibrations. An initial measurement of peak to peak found adjustment out of range. Performance remained stable and within range at 25.3cmh2o mean pressure and amplitude reading 66cmh2o. Unit ran for approximately 1 hour with no anomalies observed during operation. The reported complaint was duplicated and isolated to improper calibration of pulse width modulation amplifier causing high amplitude readings. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available